Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's l4 drg lead was fractured. As a result the patient lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.